Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, high capture thresholds and low r wave sensing were observed on the rv lead. The lead remained implanted and connected to the new device. The patient condition was stable and monitoring will continue.